Event description:
A customer complaint was received regarding mitf (c5 & d5) antibody cocktail performance in ihc staining. Internal investigation revealed that certain lots were missing one of the labeled clones, which may lead to false-negative results. The product labeling indicates the presence of both clones c5 and d5, but only one was confirmed in the affected lots. Although no adverse health consequences were reported, the potential for diagnostic misinterpretation exists.